Manufacturer narrative:
The system was examined and the reported events were replicated by the company representative. However, because this type of system is no longer manufactured, the system service could not be performed. As such, the system non-conformance cannot be determined conclusively without a system service. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down during a surgical procedure. After rebooting, a system message was displayed. Patient impact is unknown. Additional information has been requested but not received to date.